Manufacturer narrative:
As of (B)(6) 2017 unused returned samples and retained samples were submitted to the lab for testing in addition to evaluate the biocompatibility studies. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. The product 's labeling has a warining that it is a strong adhesive not intended for use on delicate or sensitive skin.

Event description:
Consumer stated that product ripped her skin off. Consumer was wearing the adhesive bandages for about 4 to 5 hours.